Event description:
Event description guidant received information that this device had a fault code 1 approximately 6-7 months ago, which was just reported by the physician. It was later indicated that the monitoring voltage was 1.91 volts. Technical services advised replacing the device.